Manufacturer narrative:
(B)(4). D10: pn: cp114836, ln: 891830, rs side exp dstl fmrl lt 20cm. Pn: 161034, ln: unknown, oss rs poly fem bushings set/2. Pn: 161035, ln: unknown, oss rs axle. Pn: 178524, ln: unknown, cps transverse pin 6pk 20mm. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product is still implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to decreased range of motion. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available.